Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. The patient reported going to the emergency room the week of (B)(6) 2025 due to several issues, including cgm inaccuracies, as well as gallbladder and kidney issues. The events leading up to the patient going to the ER are not specified, but the patient reported cgm inaccuracies as being a part of it. The patient was wearing a tandem insulin pump. While in the hospital, the patient reported having a hypoglycemic event where his cgm was reading 130 mg/dl, and the bg meter was reading 16 mg/dl. The patient was found unconscious lying on the floor. The patient could no longer recall all the medications provided to him, but he recalled being given dextrose. The patient also reported that he had a total of (4) sensor inserted and replaced while he was hospitalized. The patient also reported that this event occurred while in a surgical ward while he was around ¿a lot of machines¿ such as MRI, x-ray, etc. The patient speculated that the sensor¿s accuracy may have been affected due being around those machines, although the patient never had any of those diagnostic tests done. The patient was discharged home on (B)(6) 2025. The patient was ¿getting better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.